Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative results of the direct antiglobulin test (dat) on tango infinity when using anti-human globulin (ahg) anti-igg solidscreen ii. The customer stated that they performed a correlation study between their and an outside laboratory. He reported that four of six samples were dat igg positive when tested by the outside reference laboratory but negative when tested at the customer´s site. The customer did not return the supposedly defective product for investigational testing, but two patient samples that had caused false negative test results. Our quality control laboratory tried to test the patient samples in the dat on tango infinity. But due to the hemolysis of the patient samples there were no red blood cells left after the washing step. Therefore no reactions could be evaluated by the tango infinity. Our quality control laboratory tested their retention sample of ahg anti-igg solidscreen ii for potency and specificity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin (ahg) anti-igg solidscreen ii functions correctly. We received no further complaints related to this issue. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango infinity: the customer provided result images of six different samples that show for some of them negative to visually intermediate reactions. All were interpreted as negative by the instrument's software. Samples (B)(6) could have been manually edited to +/- by the customer after visual inspection. According to the user manual it is the customer's responsibility to inspect visually and edit results if reasonable. The last preventative maintenance was performed on september 04, 2019. Our field service engineer inspected the affected instrument and performed metrology and collected basic information. Afterwards he ran qc and had the customer verify for working order. The instrument was verified to work in manufacturer specifications. Metrology qualification was performed according to the checklist with passing quality control results. The log files did not show any issue relevant abnormalities. No indication for an instrument malfunction could be identified. The reported problem is likely related to sample specificities. The antibodies within affected sample may have been present in too low concentration (boarderline) to be evaluated as positive reaction by the solidscreen ii method. Different reagents with different specifications were used for the correlation study, which may result in different results for weak reacting antibodies.